Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a ¿system over temperature¿ alarm. An attempt was made to restart the iabp and it restarted normally. However the customer replaced the iabp with a backup cardiosave to continue therapy. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed a running test on the cardiosave intra-aortic balloon pump over 2 days in the getinge office. The reported incident was not duplicated, no parts were replaced and no adjustments were made. The iabp was returned to the customer and has been released for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a ¿system over temperature¿ alarm. An attempt was made to restart the iabp and it restarted normally. However the customer replaced the iabp with a backup cardiosave to continue therapy. No patient harm or adverse event was reported.